Event description:
A patient of unknown age was scheduled to receive hemodynamic support from an impella cp smartassist heart pump during high-risk percutaneous coronary intervention (hrpci). Due to the patient's anatomy, the pump could not be inserted via the femoral approach as there was stenosis and arteriosclerosis and the femoral artery was kinked. It was decided to perform the coronary intervention without support from an impella pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation into the reported delivery issue -anatomy has been completed since the original report was filed. The root cause of the delivery issue- anatomy was determined to be patient condition because of the kinking of right femoral artery.